Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead had developed infection. This rv lead exhibited high pacing threshold and was fractured. A revision was performed and the crt-d along with this right ventricular (rv) lead and right atrial (ra) lead were explanted, while the left ventricular (lv) lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had developed infection. This rv lead exhibited high pacing threshold and was fractured. A revision was performed and the crt-d along with this right ventricular (rv) lead and right atrial (ra) lead were explanted, while the left ventricular (lv) lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received indicated that the lead was also exhibiting noise. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had developed infection. This rv lead exhibited high pacing threshold and was fractured. A revision was performed and the crt-d along with this right ventricular (rv) lead and right atrial (ra) lead were explanted, while the left ventricular (lv) lead was surgically abandoned. No additional adverse patient effects were reported.